Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.5x10 mm nc ryugen, guide wire: balance middleweight, stent: 3.0x28 mm xience prime. (B)(4). There was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery and a de novo lesion in the mid diagonal coronary artery with no tortuosity and mild calcification. A 3.0x28 mm xience prime stent was implanted in the lad. A 1.5x10 mm non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation in the diagonal artery. A 2.5x18 mm xience prime stent was implanted at the target lesion. The stent was post-dilated with a 2.5x10 mm nc non-abbott bdc. After post-dilatation was performed, an edge dissection was noted at the proximal edge of the stent. Another 2.5x23 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.